Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 10.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced cannula issues with ten infusion set. The cannulas were kinked. The event occurred on 02-aug-2024, 03-aug-2024, 07-aug-2024, 12-aug-2024, 15-aug-2024, 19-aug-2024, 25-aug-2024, 31-aug-2024, and 03-sep-2024. Patient noticed symptoms within 3 hours of insertion. Infusion sets were used for few hours. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.